Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 05/2023.

Event description:
It was reported that approximately two month post stent placement in the left superficial femoral artery via right femoral access, the patient allegedly experienced pain in lower extremity. Reportedly, the patient came to the hospital for additional intervention and medication was allegedly prescribed for pain. Patient reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2022-00148 was a duplicate record and was opened in error. The event details are being captured under complaint file # 4957526 and was reported to the FDA under MFR rpt# 9681442-2022-00146. H10: d4 (expiry date: 05/2023), g3 h11: g1 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that approximately two months post stent placement via left superficial femoral artery, the patient allegedly experienced pain in lower extremity. It was further reported that the stent was removed. The procedure was completed using an another device. Reportedly, the patient came to the hospital for additional intervention and medication was allegedly prescribed for pain. Patient reported stable.